Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device do not function properly and she does not always hear the confirmation beeps. This was first noticed 2 weeks ago, and pt knew the bolus was not programmed and delivered because her blood glucose had elevated to 300-400 mg/dl. Target blood glucose is approx 180 mg/dl. Pt changed the infusion set, insulin, and cartridge and delivered a bolus through the infusion device to treat hyperglycemia. Blood glucose was "okay' at the time of the report. This has occurred on 2-3 occasions. Pt has used this infusion device for 3 years and boluses 5-6 times per day. The buttons pop up after they are pressed. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.